Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left iliac artery. After a 0.35 non-bsc guide wire crossed the lesion, a 6.0mm x 40mm x 80cm wanda balloon catheter was advanced to dilate the target lesion. On the first inflation at 15 atmospheres, the balloon ruptured after 20 seconds. The ruptured balloon was completely removed. The procedure was completed by deploying a 8mmx80mm epic stent and replacing the guide wire with a non bsc guide wire. The target lesion was post dilated using a 6mm x 40mm sterling balloon catheter at 10 atmospheres. There was no patient complication reported and the patients condition was good post procedure.